Event description:
Spontaneous communication from the patient reports the infusion pump broke. No details were given. It is unknown if the patient missed a dose and no adverse drug event was reported. The defective product is available for return. The product lot number and expiration date are unknown. It is unknown if the md is aware. No further information is known. The pump is used to infuse 'xembify' at the above dose and frequency. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Reported to (B)(6) by pt/caregiver.